Event description:
A physician reported that advisory code flow check failed was displayed during surgery. The surgery was completed after replacing the tip with another one. The procedure type is unknown. There was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
One opened phacoemulsification tip with a wrench in a tray with other items was received. Sample was visually inspected and found to be nonconforming, foreign material was observed inside the bevel tip. The phacoemulsification tip was sent to the particle lab for analysis and the foreign material was isolated and analyzed using micro fourier transform infrared. The comparison of the particle finds the best match to be a polydimethylsiloxane which is a silicon rubber. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported products¿ acceptance criteria. The complaint evaluation confirms the foreign material in the phacoemulsification tip. The particle analysis indicates the best match to be polydimethylsiloxane, which is a silicon rubber. Polydimethylsiloxane is not part of a phacoemulsification tip and it is also not associated with the phacoemulsification tip manufacturing process. The foreign material identified as a silicone rubber is consistent with infusion sleeve material. The root cause is the placement of the silicone sleeve on the phacoemulsification tip. The phacoemulsification tip bevel has a sharp edge and can pierce the silicone sleeve if not installed carefully by the customer. No specific action with regard to this complaint was taken because the foreign material presence was identified as a material handling issue and not a manufacturing concern. The silicone infusion sleeve is a separate item that is present within the package that must be installed by the customer. The directions for use provides instruction for the placement of the infusion sleeve onto the phacoemulsification tip. All phacoemulsification tips are 100% visually inspected by trained operators using 30x magnification during the manufacturing process. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).